Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a sleeve gastrectomy, the needle fell out of the jaws in the process of running the suture. No adverse events have been reported.